Event description:
Pt had a tunneled hd catheter removed and tract was bleeding. Oozing from catheter exit site and tunnel despite manual hemostasis. Physician was in the process of administering the flowable form of d-stat (thrombin/collagen mixture) into the tract while maintaining manual pressure in the left ij venotomy site. The pt complained of not feeling well and became unresponsive. A code was called. It is suspected that the pt had a pulmonary embolism (pe). She suffered anoxic brain injury. Life support was withdrawn and the pt died eight days after event day.